Event description:
A 56 yr old female admitted with possible gastric bleeding. Pt had dropping hemoglobins. After extensive testing, it was discovered that pt was not having gastric bleeding, but had had a nick in her subclavian vein that possibly occurred during insertion of the catheter. Insertion was at another hosp. Pt was unable to sustain an operation and subsequently died the same day of the leaking vein discovery.